Event description:
The customer reported that the system would not power up no boot. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram was replaced during the service call. The system was tested, found to be working as intended, and put back into service.